Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However; investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The sdi port had a damaged connector pin on the qb board, compromising the connection. Additionally, there was a large scratch on the left side of the window screen. It is recommended that both of these damaged components be replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the number one sti port on her olympus high definition lcd monitor was found broken during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was confirmed that the subject device was not able to produce an image. This report is being submitted to capture the lack of image produced during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the serial digital interface (sdi) terminal was damaged because excessive external force was applied to the sdi terminal. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.